Event description:
Additional information: how was the patient outcome? Are there any clinical signs, health consequences or impact? There was a split catheter in a patient caused by this and a central line was needed to be put in to correct any adverse event or serious injury reported to patient or health care professional? A central line had to be placed in a patient to fix the problem.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 318 sealed 24ga x 0.56in. Insyte-n autoguard winged units from lot number 4025342. A sampling of (B)(4) units were used for testing. A penetration and drag test was performed which tests for cannula penetration, catheter penetration, and the drag force of each unit. All (B)(4) units past specifications and no issues were observed during testing that may indicate threading difficulties. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard catheter split. The following information was provided by the initial reporter: we¿ve had at least two occurrences at avista regarding the above angio catheter. When the nurse/doctor insert the angiocath, it¿s splitting inside the vein, so they must put in a central line.